Event description:
It was reported that the patient was noted to have left chest pain and upper abdominal discomfort. Device interrogation showed rv non-capture and a decrease in rv impedance. The device was programmed to the lowest output. No further information was available.

Manufacturer narrative:
No medwatch form was received.